Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase; unable to perform functional test including rewind basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to a35 alarm. The insulin pump was received with cracked case at the display window corners, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to a MRI. The insulin pump alarmed motion sensor test failure. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.